Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: unlocked for quality safety evaluation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal cervix carcinoma ("cervical cancer"), pelvic pain ("pelvic pain\pain"), fallopian tube perforation ("perforation (fallopian tubes)"), salpingitis ("salpingitis") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included salpingitis on (B)(6) 2016. Concurrent conditions included anxiety since (B)(6) 2015, nervousness since (B)(6) 2015, sleep loss since (B)(6) 2015, shortness of breath since (B)(6) 2015, anxious mood since (B)(6) 2015, asthma since (B)(6) 2015, allergic rhinitis since (B)(6) 2015, contact dermatitis since 28(B)(6) 2015, eczema since (B)(6) 2015, tubal ligation since (B)(6) 2015, nausea since (B)(6) 2016, vomiting since (B)(6) 2016, urinary infection since (B)(6) 2016, migraine since (B)(6) 2016, headache since (B)(6) 2016 and tubo-ovarian abscess since (B)(6) 2016. Concomitant products included alprazolam (xanax) since(B)(6) 2015, budesonide;formoterol fumarate (symbicort) since (B)(6) 2015, ciprofloxacin since (B)(6) 2016, docusate since (B)(6) 2016, estrogens conjugated;medroxyprogesterone acetate (prempro) since (B)(6) 2016, fluticasone since (B)(6) 2016, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2016, salmeterol since (B)(6) 2016 and sennoside a+b since (B)(6) 2016. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have cervix carcinoma (seriousness criterion death) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with chemotherapy and surgery and left salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. By the time of death, the pelvic pain and dysmenorrhoea was resolving and the fallopian tube perforation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was cervical cancer. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, cervix carcinoma, dysmenorrhoea, fallopian tube perforation, pelvic pain, salpingitis and vulvovaginal pain to be related to essure. The reporter commented: essure coils seen toward left corneal with potential penetration through anterior lateral left side of proximal left fallopian tube. Left adnexal mass with hypervascular mural thickening and areas of cystic change. Same insertion procedure was attempted to be performed on the right side, but device was not able to pass into the tube. After many attempts, the procedure was aborted. Grossly normal intrauterine anatomy, blocked r tube. As per death certificate, significant conditions contributing to death but resulting in underlying cause metastases to spine, retro peritoneum. Essure removal date was (B)(6) 206 as per pfs. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: cervical cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs and mr received. This case became fatal. New events added from pfs-dysmenorrhea (cramping), perforation (fallopian tubes), cervical cancer and essure confirmation test: no. Event added from medical record-salpingitis. Event outcome of pain and dysmenorrhea was updated to recovering/resolving. Medical history was added. Concomitant drugs were added. Reporters were added. A (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain/pain, perforation (fallopian tubes), salpingitis, heavy abnormal bleeding (considered as genital bleeding) and cervical cancer. A left salpingo-oophorectomy was performed. On (B)(6) 2016 essure was removed. On (B)(6) 2017 she died due to cervical cancer. All events are considered serious. Pelvic pain/pain, perforation (fallopian tubes), salpingitis and heavy abnormal bleeding are listed according to the reference safety information for essure. Cervical cancer (fatal) is unlisted. Risk factors include human papillomavirus infection (hpv), smoking, a weak immune system, birth control pills, starting sex at a young age and other conditions. In this particular case, no risk factor was reported. As the cancer diagnosis is a long process, a causal relationship between cervical cancer (fatal) and essure can be excluded (unrelated). With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.